Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard winged leaked at the catheter and hub junction. The following information was provided by the initial reporter: during chemo therapy administration of carboplatin, patient reported that they had noted that there was fluid leaking from her IV site. Writer stopped the infusion with 51 ml left to be infused and donned ppe. Writer noted that there was clear fluid around the IV site and under the tegaderm which had begun to leak onto the chair arm. Blood return was still able to be obtained. IV was removed, but noted to be leaking at the junction of the plastic IV cathlon and yellow IV hub. The IV was still intact otherwise. Chemo spill cleaned as per lippincott procedures. Pts skin cleansed with warm soapy water and flushed with running water as per protocol. No irritation noted to skin. Impact of incident: no apparent harm, but skin could become irritated in future due to coming in contact directly with chemotherapy.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381912 and lot number 3172358. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the available information, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autoguard winged leaked at the catheter and hub junction. The following information was provided by the initial reporter: during chemo therapy administration of carboplatin, patient reported that they had noted that there was fluid leaking from her IV site. Writer stopped the infusion with 51 ml left to be infused and donned ppe. Writer noted that there was clear fluid around the IV site and under the tegaderm which had begun to leak onto the chair arm. Blood return was still able to be obtained. IV was removed, but noted to be leaking at the junction of the plastic IV cathlon and yellow IV hub. The IV was still intact otherwise. Chemo spill cleaned as per (B)(6) procedures. Pts skin cleansed with warm soapy water and flushed with running water as per protocol. No irritation noted to skin. Impact of incident: no apparent harm, but skin could become irritated in future due to coming in contact directly with chemotherapy.